Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reported: dr. (B)(6) complained that the outer set screw was not torqueing out with the outer torque driver and that he thought that there may be something wrong with the handle. I asked him to see if replacing the set screw would make a difference. He did and it did. Following hospital protocol the affected set screws were placed in a container to be washed and sterilized. I then was able to see that the inner set screw looked to have been cross threaded. He asked me to send in the product to be analyzed by ds.

Manufacturer narrative:
(B)(4). The mountaineer head to head cross connector inner screw (product code: 1883-41-200, lot number: bdj77tp) and the mountaineer head to head cross connector outer nut (product code: 1883-41-100, lot number: bdi56sh) were returned to the complaints handling unit (chu). The returned inner screw and outer nut were stuck together. It was noted that the base of the inner screw featured two consecutive broken sections. The outer nut was lodged onto the inner screw further up the length of the inner screw body. Although it did not immediately appear to be cross-threaded, it remained lodged onto the body of the inner screw. The outer nut could not be separated from the inner screw by any means that would not result in damage to the inner screw. As such, it is unknown what has caused the outer nut to remain stuck on the inner screw. However, segments of a screw thread are lodged in between rotations of the inner screw¿s threads. These appear to be directly from the inner screw and may have resulted in lodging the outer nut onto the inner screw. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the damage to the threads of the inner screw cannot be determined from the samples and information provided. This damage may have occurred due to inadvertently cross threading the inner screw upon insertion. Tightening a screw while is cross threaded places an unexpectedly high amount of force on the threads. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.